Event description:
Pt had bardport indwelling central venous catheter placed (B)(6) 2006 for ongoing chemo and herceptin therapy for metastatic breast cancer. Port functioned well until (B)(6) 2010, when no blood return was obtainable and pt had discomfort on flushing of port. (B)(4) on (B)(6) 2011 showed that the central catheter had broken at the level of the subclavian vein access. The distal catheter fragment was lodged in the heart, one end in the coronary sinus and the other in the wall of the right ventricle. Initial attempt by interventional radiology to remove the fragment was unsuccessful, but after transfer to another hospital, it was removed transvenously. Dates of use: 5 years. Diagnosis or reason for use: medication administration.